Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged the blade into a test monitor, powered it on and the image appeared normal. They could not confirm display failure. The blade was scrapped. Additional part used: portable gvl system; catalog: 0270-0315; sn: unknown. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the picture was lost mid-intubation. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.